Event description:
Additional information was received that the product status update field was set prior to the last MDR report submitted and due to system interface timing the implant date of (B)(6) 2005 and the explant date of (B)(6) 2011, were both missing from the 3500a batch initial report. Supplemental correction report will be submitted with this corrected information.

Event description:
Boston scientific received information that this left ventricular (lv) lead was removed and replaced due to a suspected lead dislodged which was a result of the patient's shooting activities. The location of the lead is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lv lead was explanted and replaced. The lead will not be returned to boston scientific as the location of the lead is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.